Event description:
It was reported that during the implant procedure, the lead numbers were fine when measured through the analyzer, but when going tothe device, the atrial sensing was lost and the ventricular lead exhibited large r waves. The device was implanted, and remains inuse. The patient's medication was adjusted, and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.